Event description:
It was reported that the superior vena cava (svc) coil impedance on the right ventricular (rv) lead was high. The lead was noted to have a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and the superior vena cava (svc) defibrillation coil developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance on the svc defibrillation coil was beyond the expected upper range. Svc high impedance alert (B)(6) 2014 for out of tolerance lead impedance. The week of (B)(6) 2014, svc lead impedance measured 12608 ohms. (B)(4).